Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found that when tachy parameters were changed, the programmer software was found to crash. After reloading the device¿s firmware, the programmer software no longer crashed when tachy parameters were accessed. This indicates that memory corruption had occurred. The cause of the memory corruption was not determined.

Event description:
This report is to advise of an event observed during analysis.